Event description:
It was reported that there was an allegation of premature battery depletion involving this device. A review of the device data by technical services (ts) confirmed that the power consumption of the device was increasing and the device should be explanted and returned. Additional information noted that the device was subsequently explanted and will be returned for analysis. No additional adverse patient effects were reported.